Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had presented with poly wear. No original stickers. No original date other than done in 1999. The surgeon maintained the stem and cup and did head and poly exchange. Note states a unirom 18b lg x 13, 28+0 head, 52 duraloc sector, enduron 52x28 liner. Surgeon put new 32x52 duraloc marathon liner and 32 +3 cocr head. There was no loosening and no surgical delay. Doi: (B)(6) 1999, affected side: unknown.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.